Manufacturer narrative:
The ge service rep conducted an on site investigation. The fluoro functions board and the generator interface were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.